Manufacturer narrative:
The investigation for the reported atrial fibrillation (af) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the af could not be determined. Corrections to the initial MFR report:g1 MDR reporting contact email.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured atrial fibrillation with a possible relationship to the impella device used: the participant developed atrial fibrillation. Rate was controlled with intravenous amiodarone. Cardioversion was done to restore normal sinus rhythm. Amiodarone continued for months. The patient recovered with no sequelae. The pump was weaned successfully and the patient survived the explant.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.